Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the reported issue could not be replicated or confirmed. The grip test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument was fully functional. Additionally, not related to the customer complaint, the instrument was found to have severe corrosion of the clamping pulleys on 5 (pitch), 6 (grip), and 7 (grip), located in the instrument's backend. Additionally, isi obtained the following additional information: the jaws of the instrument locked while grabbing into tissue and would not ungrasp. The customer stated they were able to release the instrument and continue with the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps instrument had jaws locked. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.